Event description:
It was reported that the device would not connect to network. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device would not connect to network was confirmed via log analysis. The reported issue could not be replicated during laboratory testing. ¿ a review of the error log identified two (2) communication error code 600.6820.5 (cib_initialization_failed), one on (B)(6) 2024 at 9:41 am and another on (B)(6) 2024 at 8:14 am. The recorded malfunctions in the error log are related to the network communication card. See the log and decoded malfunction information for the noted error code below. ¿ at 9:41 am the system was powered on; the ci board was detected, and communication was stablished. The system failed for error 600.6820.5 (cib_initiaization_failed). ¿ between 9:42 am and 9:44 am two (2) infusions were programmed, the first one was programmed and started with a rate of 10 ml/hr and volume to be infused of 800 ml for maintenance ivf. The infusion was paused one (1) second later. The second was an intermittent secondary infusion with rate of 100 ml/hr, vtbi of 50 ml and a concentration of 0.02 gr/ml for ceftriaxone (1gr/50ml). ¿ the secondary infusion completed at 10:14 am and the primary infusion restarted. A secondary volume infused (svi) of 50.021 ml was recorded. ¿ at 1:00 pm the infusion was paused, and the system was powered off. A primary volume infused (pvi) of 27.621 ml was recorded. ¿ laboratory testing of the suspect pcu observed the wireless network working as expected after a new network configuration package was uploaded into the pcu. The device connected to the network with stable connection and no errors displayed. ¿ a functional test was performed on the suspect pcu unit s/n (B)(6). The device was programmed to infuse at the last recorded rate of 10 ml/hr observed the day the error code 600.6820.5 was recorded per the event log using a known good dchu pump module. The device was left infusing overnight. The infusion was stopped, no errors or anomalies were noted during the infusion. ¿ the bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality will not be possible. All subsequent infusions must be programmed manually. ¿ the device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not connect to network. There was no patient involvement.

Event description:
It was reported that the device would not connect to network. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device would not connect to network was confirmed via log analysis. The reported issue could not be replicated during laboratory testing. ¿ a review of the error log identified two (2) communication error code 600.6820.5 (cib_initialization_failed), one on (B)(6) 2024 at 9:41 am and another on (B)(6) 2024 at 8:14 am. The recorded malfunctions in the error log are related to the network communication card. See the log and decoded malfunction information for the noted error code below. ¿ at 9:41 am the system was powered on; the ci board was detected, and communication was stablished. The system failed for error 600.6820.5 (cib_initiaization_failed). ¿ between 9:42 am and 9:44 am two (2) infusions were programmed, the first one was programmed and started with a rate of 10 ml/hr and volume to be infused of 800 ml for maintenance ivf. The infusion was paused one (1) second later. The second was an intermittent secondary infusion with rate of 100 ml/hr, vtbi of 50 ml and a concentration of 0.02 gr/ml for ceftriaxone (1gr/50ml). ¿ the secondary infusion completed at 10:14 am and the primary infusion restarted. A secondary volume infused (svi) of 50.021 ml was recorded. ¿ at 1:00 pm the infusion was paused, and the system was powered off. A primary volume infused (pvi) of 27.621 ml was recorded. ¿ laboratory testing of the suspect pcu observed the wireless network working as expected after a new network configuration package was uploaded into the pcu. The device connected to the network with stable connection and no errors displayed. ¿ a functional test was performed on the suspect pcu unit s/n (B)(6). The device was programmed to infuse at the last recorded rate of 10 ml/hr observed the day the error code 600.6820.5 was recorded per the event log using a known good dchu pump module. The device was left infusing overnight. The infusion was stopped; no errors or anomalies were noted during the infusion. ¿ the bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality will not be possible. All subsequent infusions must be programmed manually. ¿ the device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.